Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter on the light guide lens could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue is generally associated with insufficient cleaning/reprocessing. The event can be detected by following the instructions for use section below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation (no image) was confirmed due to the corrosion of the electrical connector. Another reportable malfunction of the light guide lens having foreign material (dirt) was also identified during the evaluation of the device.  Additional issues were identified during the device evaluation: the charge-coupled device and the flexible circuit board were corroded due to water leakage; the switch box had a scratch; the air/water cylinder and suction cylinder had discoloration; there was no scope identification data; due to wear of angle wire, the bending angle in the right direction did not meet the standard value; the plastic distal end cover had a chip; the bending tube was deformed; the adhesive on the bending section cover had a crack; the adhesive around the objective lens had wear; and there was corrosion around the lever arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope did not display an image. No picture. There were no reports of patient harm associated with this event.